Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had several lamps go bad, because they were going out during procedures. The issue was found during an unspecified procedure. There were no reports of patient harm.